Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing alarm after the cadd flow stop cassette was changed. The alarm was resolved after the cassette was changed.no further details provided.